Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer¿s reported complaint was confirmed. The ceramic tip was broken. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the damage to the insulation insert was likely induced thermally and/or mechanically. Therefore, the damage is attributable to wear and tear and/or improper handling by the customer (more specifically the device being subjected to mechanical overload, impact, accidental dropping, etc.). Furthermore, it cannot be determined if there was pre-existing damage to the insulation insert or if it was already worn. Furthermore, it cannot be determined if the damage was caused during the last reprocessing of the instrument or during its last use in a procedure. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿4 before use: warning: infection control risk. Properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel.¿ ¿4.1 inspection and testing: inspecting the product. Visually inspect the product. Make sure that it has: -- no corrosion. -- no dents. -- no scratches. Ceramic insulation at distal end. Visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g., cracks, fractures).¿ ¿warning: risk of injury. Impact, fall, shock, or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product. If the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ this supplemental report includes a correction to b5, d4, d9, and h3 from previous submissions. Also, information has been added to h4. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the customer: the same device was used as the breakage was discovered at the end of the holmium laser enucleation of the prostate (holep) procedure. There was no medical/surgical intervention undertaken other than the inspection of the bladder and the urethra. No additional hospitalization was required. The intended procedure was completed successfully, and the patient was discharged.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility reported to olympus during a therapeutic holmium laser enucleation of the prostate procedure the surgeon handed the device to the scrub, and they noticed a 1 cm sharp piece missing from the inner sheath beak of resection sheath, 24 fr. Medical intervention wa undertaken by the surgeon wherein they checked the patient¿s bladder and urethra and was it was reported to be clear. The device was inspected prior to the procedure and inner sheath beak was intact. Follow-up is conducted for patient outcome and procedural details however, the information is unavaliable at the time of the report. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event.